Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). It was indicated that the device is not returning for evaluation as the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, (labeling), complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had tecnis symfony toric multifocal intraocular lens implanted in both eyes. Reportedly patient¿s vision is little out of focus with no discomfort. Patient understood that there was no guarantee of the close-up vision, however 2ft-8ft things are clear- past 15-20 ft things are out of focus. Surgeon ruled out lasik and offered to replace the lens. Patient has been using bole sunglasses that has a yellowish tint and when patient wears them the vision gets clearer- they are stock- nonprescription lenses. This report will capture information for patient¿s left eye. Another report is being submitted for patient¿s right operative eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.